Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a half black screen, discolored line cord, and dirty enclosure. The reported customer complaint was confirmed during visual inspection; lcd screen noted to be smashed. The problem source has been determined to be user interface.

Event description:
It was reported that the lcd screen on the level 1 hotline low flow system (hl-90) was broken. No patient injury or complications were reported in relation to this event.